Event description:
Primed pump as usual, noticed severe arthritic pain 4-5 hours later, disconnected infusion set to check if insulin was flowing. Noticed no insulin was being dispensed. Checked blood sugar with minimed meter. Reading was high - (over 600) called minimed, was told to take insulin via shot, no amount of inuslin was recommended. I was told pump would be needed to be replaced. I recommended replacing infusion set. Primed again as usual and insulin started to flow as should. No back prssure alarm sounded when problem occurred. There is usually one infusion set that fails for every box opened.